Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. UDI number is not available due to the limited information provided by the reporter. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that approximately three years following intraocular lens (iol) implant surgery, a patient was referred to him because the patient was unhappy with her vision, describing her vision as "waxy". The surgeon was able to correct the patient's vision in the clinic, and she is now much happier with her vision. The surgeon felt that the patient was just uncorrected and this was the source of her unhappiness. However, the surgeon noted that there were glistenings on the iol that he described as "quite bad", and he noted that the lens looked grey. Additional information has been requested.